Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed and the machine alarmed. Blood was seen pooling at the bottom of the dialyzer and test strips were used to confirm the blood leak. There is no report of patient ill effect. Sample is available.